Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: april 22, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the syncage system was used for a patient who was suffering from cervical vertebrae ossification of the posterior longitudinal ligament on (B)(6) 2016. The syncage-c wedge shape 5.5mm system was inserted into c4/c5 and c5/c6 for the patient and x-ray was taken. It was found that the cage which was inserted at c5/c6 was placed slightly forward from installation position. The doctor pushed the implant back in by hitting the back of the implant holder with a hammer without connecting the device and the cage. When the doctor hit the back of the product several times, there was some metallic noise. The doctor stopped hitting the device with the hammer. The cage was already placed at the position intended by the doctor and he touched the cage and didn¿t feel any abnormality in the cage body, so the operation was completed. After the operation, the implant holder was tested by grasping a trial implant and there was a little bit of space between this device and the trail during tuning on the back of the holder. It was noted that the front of the thread of the device was crushed and a part of edge of the device were found broken. There is no information available about patient and surgical outcome. There was no surgical prolongation reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: microscopic examination of the returned implant holder has shown the first two thread flanks at the tip are badly damaged but not broken as complained. Otherwise the rest of the instrument is still in good condition. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Lot 8319735 was manufactured in april 2013, according to our specifications. Based on the received information we cannot determine the exact cause of this complaint. It is likely that during the hammering an insufficient connection between the syncage and the implant holder could have led to the visible damages on the threads and consequently to the noise of metallic sound as reported. The measurable dimensions were well documented and all within the valid specifications. Therefore we conclude that the cause of failure is not due to any manufacturing non-conformances. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.